Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: a piece of the tip was still in the joint trapped in the capsule. It took about 45 minutes but we were able to get the piece out. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) user applied excessive force to the device or 2) interaction between rf energy and metal may lead to an arching event. Based on the visual inspection of the returned cannula, burn marks are present on the outer and inner surface of the cannula along the observed breakage, where the polymeric overmold meets the metal shaft. In the event that the breakage was present while rf energy was activated in close proximity, the an arching event may have occurred with the exposed metal shaft of the cannula or the metallic scope. The probable root cause may be arching between the rf energy probe and cannula or scope. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip of the cannula broke off inside the patient and medical intervention was required to remove the broken piece. No adverse consequences were reported.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the cannula broke off inside the patient and medical intervention was required to remove the broken piece. No adverse consequences were reported.